Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged a nodule in the left lung, asthma, and severe cardio palpitation. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device that caused difficulty in breathing or short of breath, nodule in the left lung, asthma, and severe cardio palpitation to the patient. Device also has a strange odor the patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a follow-up report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow-up report will be filed. Corrective information was provided in section h6 (coding for "difficulty in breathing" was not updated in the previous report ) in this report.